Manufacturer narrative:
A manufacturing investigation was performed for the subject device (4.5mm va-lcp curved condylar plate/10hole/230mm/lt-ster, part number 02.124.411s, lot number 9007326). The subject device was received broken at the level of the variable angle 4th hole. The returned part was re-inspected for all the features pertinent to the complaint condition. The plate is broken at level of the hole referred as hole 4 in the analysis report. In order to confirm the conformity of the features of the damaged hole, the five closest holes in the fractured area (referred as holes 1, 2, 3, 5, 6 in the analysis report) have been re-inspected and their features found conforming to specifications. Since all the plate holes are manufactured using the same cnc program, parameters and tools (repeated features) it is possible to conclude that also the features of the damaged hole were conforming to the specification. The complaint condition is confirmed; however, a root cause could not be determined. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event: unknown when the device broke. Additional product code: hrs and hwc (B)(4). (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 18, 2014. Expiry date: june 01, 2024. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate ruptured after a few weeks without consolidation of the patient. The plate was initially implanted on (B)(6) 2015. On (B)(6) 2015 a revision procedure and the plate was explanted due to plate breakage with unconsolidated initial fracture at the break. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Duplicate complaint: it has been confirmed that (B)(4) (and its associated medwatch reports) is a duplicate of (B)(4) . It was decided that (B)(4) will remain the complaint of record for this reported incident. As such, all additional investigation information will be captured in and reported under that complaint number and associated MFR 1000562954-2016-10006. (B)(4) will be voided as a duplicate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Duplicate complaint: it has been confirmed that (B)(4) (and its associated medwatch reports) is a duplicate of (B)(4). It was decided that (B)(4) will remain the complaint of record for this reported incident. As such, all additional investigation information will be captured in and reported under that complaint number and associated MFR 1000562954-2016-10006. (B)(4) will be voided as a duplicate.